Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6948647 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6714038) met all specifications but had painted ends (ends are removed before material is used for processing). No anomalies are noted which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Operative notes indicate the guide wire was inserted into the trochanter under c-arm fluoroscopic visualization with the aid of a second surgeon. The assistance of a secondary surgeon required due to great difficulty during insertion of the guide wire, the placement of long ball-tipped guide wire through femur, and advancement of guide wire through superior pole of the patella. Prior to placement of the 340 x 11 mm left 130-degree trochanteric fixation nail (tfn) over the guide wire into position, the surgeon sequentially reamed the femur up to a 12.5 mm diameter. Surgeon reportedly noted while inserting the helical blade that the fracture site was displaced by approximately 5mm; but concluded that this was normal diastasis of the fracture site and not displacement or angulation. Once the helical blade was into the head with sufficient purchase the fracture site and diastasis was much improved. Final images in the anterior/posterior (ap) and lateral views were obtained during the procedure prior to irrigating the wounds. Prior to implanting the new device the surgeon identified the rod but there was a fracturing of the greater trochanter and obvious non-union. With backing out of the anti-rotational screw, the proximal portion of the rod was removed, the helical blade was removed &#14356;he distal portion of the rod (still intact) was removed with some difficulty. It required significant release to remove it, but once performed, it was removed in its entirety. A shift in the acetabulum was noted and determined that a deep cup/deep socket depuy synthes cup with rim screws would be appropriate and a 56 cup was placed. Rim screws were placed with difficulty because there was poor bone quality. Pre and post-operative diagnosis: broken trochanteric fixation nail in left hip, nonunion left intertrochanteric / femoral neck fracture, leg length inequality due to broken hardware in the left lower extremity. Surgical findings: broken rod removal in left femur, left total hip arthroplasty, open reduction and internal fixation of left intertrochanteric/greater trochanteric fracture using non-synthes trochanteric plate.

Manufacturer narrative:
A product development investigation was performed for the subject device (helical blade) for the complaint condition of ¿will not function and is loose.¿ the helical blade is designed to be a clearance fit with the nail hole so that it can be inserted and lock the proximal end of the nail. This helical blade is a part of the event involving a broken nail through the proximal locking hole. By design, the locking prong and side walls of the nail secure the helical blade in position. Once the nail breaks, especially through the side walls of the proximal locking hole, the entire construct is compromised. The complaint indicates that the device was implanted on (B)(6) 2012 and not explanted for a broken nail until (B)(6) 2014. By design, the tfn nail and helical blade construct is intended to be a load sharing device to facilitate bone healing. If healing is not achieved within 3-6 months, there is an increased chance of non-union developing. It is unclear if the user technique could have contributed to the non-union as it does describe inconsistent reduction which is necessary for healing to occur. A review of the design shows that a non-union has been accounted for and is anticipated if there is a loss of reduction by the helical blade. If the blade loses reduction, the construct has been designed in such a way that the nail would break prior to the helical blade. The helical blade was returned as a result of the broken nail. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 6948647 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient experienced a failed nail and a broken helical blade. Original titanium trochanteric fixation nail system (tfn) placement was on (B)(6) 2012 for a comminuted and angulated complex left intertrochanteric hip fracture caused by a fall three days earlier. Patient had a satisfactory reduction and fixation with a 340 mm x 11 mm long tfn with an 85 degree helical blade. Operative note states surgeon placed guidewire across fracture site and into the distal fracture fragment which allowed him to open the proximal aspect of the proximal femur with the 17 mm reamer. He removed the initial guidewire and placed the long ball-tipped guidewire throughout the course of the femur. Guidewire was advanced through the superior pole of the patella. He removed the reamer and placed the 340 x 11 mm left 130-degree tfn over the guidewire into position confirmed by c-arm fluoroscopic imaging. Surgeon then advanced wire to appropriate depth and inserted helical blade insertion cannula into the femoral head. Surgeon noted the fracture was displacing once guidewire was in place. Anterior/posterior (ap) and lateral x-rays showed an inconsistent reduction on two views. Surgeon placed bone hook over the proximal fracture fragment and was able to restore the excessive valgus back into anatomic position. Surgeon then placed guidewire into the center-center position of the femoral head and placed helical blade lateral cortex drill and step reamer over the guidewire and then locked the helical blade proximally through the nails locking mechanism. C-arm fluoroscopy was used to place the distal locking screw. The screw was sequentially drilled, measured and inserted for depth of 36 mm screw. Final images note the anatomic rotation of the fracture and appropriate placement of the hardware. The insertion instruments were removed from femur and tfn and wound irrigated. It was reported the patient required an explant during the week of (B)(6) 2014 for a failed nail. The exact location of the failure is unknown but it was reported the x-rays show a nail failed near the top end where the bored hole is located. The device is currently in the hospital¿s pathology department. This report is for the device reported in the operative note as an 85 degree helical blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device info: this report is for the device reported in the operative note as an 85 degree helical blade. Additional common device name: hwc. Explant date: explant reported only as the week of (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.